Event description:
It was reported that the first call with pad issue. Nurse stated that they were starting therapy in an arctic sun device and cannot get flow rate (fr) above 0.6lpm. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 28 percentage, 0.5lpm (at that time). Disconnect and reconnect pad using proper technique. No improvement (0.3lpm-0.5lpm). The nurse had another pad in the room. Disconnect the old pad and connected the new pad (without putting on baby yet). Flow rate (fr) was 1.1lpm. The nurse would change the pad and hold onto the first pad for investigation. 2nd call with device issue. Patient had been on therapy for 50 minutes and they had been receiving low flow alerts. Now the device was showing zero flow. Walked through stop therapy and drain pads. Device alerted 07 (empty pads not complete). Had restarted draining and device alerted 07 again. Disconnected pads over trash can. Rotated connectors and had reconnected lines holding nowhere near clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) was secure with no tears or cracks noted. Device would not generate a flow rate (fr). Alerting 02 (low flow). System diagnostics were outlet monitor temperature (t1) was 22c, outlet control temperature (t2) was 22c, inlet temperature (t3) was 30.2c, chiller temperature (t4) was 7.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -10.8psi, circulation pump command (cpc) was 0 percentage, mixing pump command (mpc) was 0 percentage, heater was 0, water reservoir level (wrl) was 3, system hours was 703.4 pump hours was 659.4. Nurse stated that they had another device beside them and wanted to try swapping out devices. Suggested they send this device to biomed for evaluation. 3rd call with pad misconnection issue. Nurse just swapped out neonatal pads used for 50 minutes from old device to new device. Water flow rate (wfr) was currently reading 0.6 l/m. Wanted to know range for flow rate (fr) of neonatal pads. Noted that they prefer to see the flow rate (fr) at 0.8 l/m or higher. Walked through making sure lines are straight and adding buffer of blankets between pad lines and hard surfaces that can cause kinking. Nurse was able to get flow rate (fr) up.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the first call with pad issue. Nurse stated that they were starting therapy in an arctic sun device and cannot get flow rate (fr) above 0.6lpm. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 28 percentage, 0.5lpm (at that time). Disconnect and reconnect pad using proper technique. No improvement (0.3lpm-0.5lpm). The nurse had another pad in the room. Disconnect the old pad and connected the new pad (without putting on baby yet). Flow rate (fr) was 1.1lpm. The nurse would change the pad and hold onto the first pad for investigation. 2nd call with device issue. Patient had been on therapy for 50 minutes and they had been receiving low flow alerts. Now the device was showing zero flow. Walked through stop therapy and drain pads. Device alerted 07 (empty pads not complete). Had restarted draining and device alerted 07 again. Disconnected pads over trash can. Rotated connectors and had reconnected lines holding nowhere near clear connectors. Verified audible clicks with each connection. All lines straight with no bends or kinks. Fluid delivery line (fdl) was secure with no tears or cracks noted. Device would not generate a flow rate (fr). Alerting 02 (low flow). System diagnostics were outlet monitor temperature (t1) was 22c, outlet control temperature (t2) was 22c, inlet temperature (t3) was 30.2c, chiller temperature (t4) was 7.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -10.8psi, circulation pump command (cpc) was 0 percentage, mixing pump command (mpc) was 0 percentage, heater was 0, water reservoir level (wrl) was 3, system hours was 703.4 pump hours was 659.4. Nurse stated that they had another device beside them and wanted to try swapping out devices. Suggested they send this device to biomed for evaluation. 3rd call with pad misconnection issue. Nurse just swapped out neonatal pads used for 50 minutes from old device to new device. Water flow rate (wfr) was currently reading 0.6 l/m. Wanted to know range for flow rate (fr) of neonatal pads. Noted that they prefer to see the flow rate (fr) at 0.8 l/m or higher. Walked through making sure lines are straight and adding buffer of blankets between pad lines and hard surfaces that can cause kinking. Nurse was able to get flow rate (fr) up.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : the device was not returned.